Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was 220 mg/dl. The customer was assisted with troubleshooting. The customer did not receive a low battery alert prior to the replace battery now alarm. Customer stated the battery cap was not loose, cracked or damaged. Customer stated that insulin pump was received failed battery alarm. Customer stated that they did resolve the problem as the pump works fine now and alarm occurred again. The insulin pump will not be returned for analysis.